Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00x12mm synergy ii drug-eluting stent was selected for use. However, when the physician loaded the device unto the wire, it was noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 12 mm synergy ii drug-eluting stent was selected for use. However, when the physician loaded the device unto the wire, it was noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.